Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), product type: accessory. Product ID: hh90t01, serial#: (B)(6), product type: mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 22-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine and bupivacaine via an implantable pump. It was reported that for the past year or so the patient had been having a hard time charging the communicator because the charging port seemed loose/bent so they had to manipulate the power cord to charge. They typically charged it "every couple of weeks and bolus between 4-8x per day. In (B)(6) 2024 while on vacation it would not charge so they were not able to bolus. Agent sent request to repair to replace the communicator handset and wallet.